Event description:
It was reported that pump displayed non-resettable malfunction code 24 with associated fault ID and customer was advised that pump would be replaced, with no notable events occurring prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, cts informed they would receive a replacement pump with updated software.